Event description:
It was reported that the guidezilla was fractured. Vascular access was obtained via left radial artery. The target lesion was located in the mildly tortuous and severely calcified circumflex artery. A guidezilla guide extension catheter was selected for use. During the procedure, it was noted that the device broke while going into the sheath. The staff reported that the physician was pushing the device with a lot of force. The physician handed one piece to the staff and then grabbed the other piece of the device from inside the sheath. The procedure was completed with a non-boston scientific product. There was no harm to the patient.